Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim during the ¿ready¿ phase prior to starting treatment. It was confirmed that the display brightness was set to 10. The patient tried rebooting the cycler, but the screen remained dim. The ts representative advised the patient to discontinue use of the cycler, and they were issued a replacement. The patient was also advised to inform their pd registered nurse (pdrn) that a replacement was issued. The patient confirmed they were properly trained to perform continuous ambulatory pd (capd)/manual pd therapy. The patient also confirmed they had the necessary supplies to perform manual pd therapy. Upon follow up, the patient reported that they were able to complete treatment on their cycler while waiting for the replacement. The patient also confirmed they did not experience any adverse effects or require medical intervention due to the reported issue. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. There were visual indications of dried fluid within the cassette compartment on the pump; however, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2251 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The cycler underwent and passed a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.